Event description:
Original surgery date 2006. St360 construct implanted from l3 to l5. No bone graft was inserted into the disc space during surgery. During post op visit, surgeon identified a broken screw at l5 right side which was causing patient pain. Revision surgery date 2007. Revision surgery: broken 6.5x50mm pedicle screw was removed and disposed in the operating room. The distal portion of the broken screw remains in the pedicle; no new screw inserted at l5 right side. Surgeon inserted an interbody device at l4/5. Surgeon placed 2 screws at s1, left and right side, to extend the construct- new l3 to s1 with interbody at l4/5.

Manufacturer narrative:
The broken screw was not returned for evaluation. It was disposed of in the operating room during surgery. The st360 spinal fixation system IFU states "intended to be used with bone graft which is required to provide additional spinal support". In addition, "in the event that bone is not provided to facilitate fusion, bending, loosening, disassembling, and /or breakage of the implants will eventually occur".